Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose (bg) level was 254 mg/dl. It was reported that the customer would contact their doctor to address the elevated bg level.